Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.